Event description:
It was reported by the customer that a pyxis medstation es system keeps turning off. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the power supply and improper rss connection. A field service engineer replaced the power supply and fixed the remote support service in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.